Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leaking transfer set, due to broken occluder feet. The likely cause is the use of various chemicals to clean the transfer set, which can cause environmental stress cracking (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Reporter reported that a transfer set was leaking, even though it was closed. No patient injury or medical intervention was reported.